Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. As no manufacturing and no material defect was identified from the performed review at the lessines facility, this complaint is not confirmed; no further actions are applicable.

Event description:
Healthcare provider called with a gammagard s/d inquiry and reported an adverse event and product quality complaint. Caller reported when a patient went to infuse her gammagard s/d the stopper on a diluent vial broke and went into the diluent vial. Caller said the patient was only able to administer a partial dose of her gammagard s/d. Caller stated the patient's dose is 55 grams, but she was unable to administer the last 10 grams due to being short a diluent vial. Caller was unable to provide any further clarifying details or additional information. Follow up information: 20 mar 2024 - market surveillance (ms) called the pharmacy, she provided two lot numbers and the diluent lot number. Be08d017ac and be08d015ae. Diluent lot was g161398. She confirmed that the issue was with the diluent lot as this was the piece of stopper core that fell into the vial. Pharmacy provided pictures. See attached. Patient witness the stopper fall into the vial after puncture of using the mix 2 device. Patient contact info was provided and added to the case. Nurse decided to stop administration because of the stopper core, however there was enough diluent to administer the correct full dose. 22 mar 2024 - ms received confirmation from qa lessines be08d015ae was co packed with diluent lot: g161398. Case lot number updated to be08d015ae. 09 apr 2024 - ms called, left a voice message regarding sample return. Received response back to ms on 9th apr, vial is available for return at her home. Ms will send box for ID at lexington particle lab.